Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Performance data was also collected from the device and analysis of the device memory was performed and no anomalies were found. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device found no anomalies.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited suspected premature battery depletion. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.